Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported in early (B)(6) 2012 that the patient was experiencing excessive yawning, nose dripping profusely, sneezing, chills, body/skin pain, confusion, agitation and irritability, lack of appetite (the patient hadn't eaten in 10 days. The device system was delivering baclofen. It was later reported in (B)(6) 2013 that the catheter was not in correct placement. The cause of the patient's symptoms was withdrawal of narcotics, due to the "faulty pump/placement". After going to doctor on (B)(6) 2012 and having "a good checkup", the patient subsequently, died in her sleep due to possible overdose because of the pain pump malfunction. In follow-up with the patient's physician it was reported that the cause of death was liver failure and that it had nothing to do with the pump, catheter or medication therapy. The physician denied any sort of malfunctioning of the pump or misplacement of the catheter and they are not sure where the family was getting this information from. The patient was having some lack of relief issues in (B)(6) 2012 but that they had adjusted medication to address that. They also denied overdose. The patient had morphine in the pump 20 mg/ml. The clinic had no further information to provide.